Event description:
Additional info was provided by the user facility. The solution was observed coming out of the syringe behind the cannula.

Event description:
Customer reported luer lok cannot be fastened properly to the syringe. It was reported that there was no patient impact.